Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent was noted as not mounted on the balloon just before it was attempted to insert into a guiding catheter. The stent was searched for in the cath lab, the protective sheath and the dispenser, but it was not found. No additional event or patient information is available. This event is being filed based on the return goods lab analysis of the device, which revealed crimp marks on the balloon, indicating that a stent was originally crimped on the balloon.

Manufacturer narrative:
(B)(4). Product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen. There was no contrast visible. The stent implant was dislodged from the balloon and not returned. The balloon was returned tightly folded with crimp marks visible between the markers. There was no damage noted to the sds. The protective sheath and dispenser was not returned. Product performance engineering reviewed the incident information. Analysis of the returned product noted blood visible in the guide wire lumen, which is consistent with the sds advanced over the guide wire. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the accessory devices. To ensure this is not the result of a manufacturing deficiency , all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. In this case, crimp marks visible on the balloon confirm the stent was originally on the balloon; however, it is unknown when exactly the stent may have dislodged from the balloon. It is possible the stent dislodged during the removal of the protective sheath or from handling during preparation for use. Return of the stent and protective sheath may have aided the evaluation and determination of cause. In this case, it was reported the product was not inspected prior to use. It should be noted that the vision IFU states: prior to using the multi-link vision rx or multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the stent dislodgement. No corrective action will be implemented in this case. Product performance engineering will monitor the incident circumstances. This MDR is considered closed by the product performance group.